Event description:
Distributor received a patient follow-up form stating: lead fracture. The patient had two rate sensing leads implanted. The form did not state which lead was fractured. The physician implanted a bipolar endocardial (travenous) lead to replace the two unipolar myocardial (epicardial) leads. Distributor assumes that the two myocardial leads were capped and remain implanteddevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.